Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on (B)(6) 2021, it was noticed incorrect information was reported in field h10.additional manufacturer narrative of the 3500a initial medwatch report. Incorrect information: manufacturer's ref. # (B)(4) correct information: manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a bubble formation was found in the hub of the a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damaged observed on the vizigo sheath. The returned sample was connected to cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. In addition, the customer had also provided pictures of the reported complaint event/device. According to the pictures provided by the customer, several bubbles were observed in the hub of the device. Based only on the pictures provided by the customer, the complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
The date of event was reported as unknown. The only information was reported was the event year as 2021, therefore, date of event has been populated as (B)(6) 2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a bubble formation was found in the hub of the a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician flushed vizigo to eliminate the bubbles (happened while preparing the vizigo, meaning that the vizigo was not yet introduced into the patient). Air was not introduced to the patient, no intervention was required and the patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)correction: on(B)(6) 2021, it was discovered that the following information was inadvertently omitted from section h10 of the 3500a initial MDR. ¿the product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿